Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "granulomas". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they experienced the additional events of "pain", and "left side taken to MRI and had 24 biopsies on my left side¿. Patient reported "granulomas and texture had rubbed off into their body". Device was explanted. This record is for the left side.